Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection the defect was confirmed. The connection unable to connect was confirmed due to the dimensional is less 0.306 +/- 0.002. The cause of the condition was the material. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set would not connect to the primary line. The plastic flanges for screwing the filter component of the extension set to a connector were reported to appear sheared upwards. This occurred during set-up. There was no patient involvement. No additional information is available.